Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative contacted boston scientific technical services (ts) since the patient presented to the clinic with electrocautery mode turned on and there was no documentation of when this occurred. The field representative was able to obtain additional information that a different physician had turned electrocautery mode on in the device when he electively revised the pocket for an unknown reason. The exact date of the revision was unknown. The field representative programmed tachycardia therapy back on in the device and no adverse patient effects were reported.